Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2026-01365.

Event description:
Per the clinic, the device was explanted on (B)(6) 2026 due to non-auditory sensations and poor device performance from activation. It is unknown if there are plans to reimplant the patient as of the date of this report.